Manufacturer narrative:
Corrected fields: h6. Impact codes.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range. Biv pacing is down. Technical services (ts) was consulted and noted premature ventricular contraction (pvc) and noise signals. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range. Biv pacing is down. Technical services (ts) was consulted and noted premature ventricular contraction (pvc) and noise signals. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range. Biv pacing is down. Technical services (ts) was consulted and noted premature ventricular contraction (pvc) and noise signals. The lead remains in service. No adverse patient effects were reported. Additional information obtained, this lead has been explanted and replaced.